Event description:
The customer reported the device broke while it was being inserted. There was a delay in surgery of over 30 minutes related to this event. Patient information and event details have been requested, but have not been received. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.